Manufacturer narrative:
The primary complaint was confirmed during archive review and visual inspection. To resolve the issue, the air trap block sensors were cleaned. Functional testing was performed and no issues were observed. The thermogard xp ivtm console is a reusable device and was manufactured in 2015. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm console with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
While the clinical representative was trying to download the archive data from the thermogard ivtm console (s/n: (B)(4)), it was reported that the console displayed a mid:09 (air trap assembly) error message. There was no report of patient involvement.